Event description:
The doctor performed two "leep" procedures in 2000. This report is for the second procedure performed. See 1720159-2000-00039 for the first event. Second event: the pt said "ouch!", the doctor stopped. The doctor said there was a superficial burn where the bivalve contacted the vaginal tissue.